Manufacturer narrative:
According to the facility, this incident is a user error. Hoya surgical optics, inc believes there is no product defect.

Event description:
The lens was not fully inserted into the eye and it came back out. No pt injury.